Event description:
It was reported that this was an arteriotomy closure of a left and right common femoral artery (multi-access site) using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure. There was resistance depressing the plunger of 6 prostyle devices. Out of the 6 devices, three of them experienced a suture break at knot advancement, while the other three experienced a suture break during plunger withdrawal. Hemostasis was achieved with a new prostyle device. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.